Event description:
The pt was admitted for a procedure in 2008 with 99% moderately calcified, bifurcated and de novo lesions in the proximal to mid left anterior descending (lad) and first diagonal branches. It was noted that the vessel was slightly tortuous. The physician attempted to implant two stents; a 3.0 x 32 mm taxus stent (in the proximal to mid lad) and a 2.5 x 23mm cypher stent (in the first diagonal) using the kissing technique. Initially the cypher was delivered to the first diagonal, and then the taxus was delivered to the proximal to mid lad, however, the taxus could not reach the lesion. Therefore, the physician changed the order of insertion. The taxus was inserted ahead and delivered to the proximal to mid lad initially. Then the cypher was being delivered to the first diagonal. Because the cypher was delivered further than the target lesion at first diagonal, the physician pulled the stent delivery system a little to position the stent at the right place. However, the cypher stent dislodged inside the vessel; at the first diagonal. In addition, the guidewire came out of the dislodged stent was well. Because the stent dislodged just inside of the target lesion, the guidewire was re-inserted into the stent and it was dilated with 3 balloons to deploy the stent. Finally, a fourth balloon was inserted to conduct post-dilation. The kissing technique with the taxus was successfully conducted and the procedure was completed. The physician did not indicate any anomalies prior to use. The physician considers that the dislodgment occurred because the proximal end of the cypher became stuck with the struts of taxus when the cypher was pulled back a little to adjust the placement to be deployed.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. During a coronary intervention, a cypher stent dislodged in a pt. The physician was able to re-wire the stent and deploy it with a series of (non-cordis) balloon inflations and no pt injury occurred. The target site at the bifurcation of the lad and 1st diagonal branch was described as moderately calcified and slightly tortuous with 99% stenosis. The physician was attempting to implant a 3.0/23mm taxus in the mainbranch (lad) and a 2.5/23mm in the sidebranch (d1) in a "kissing" fashion. The cypher was positioned 1st, but the physician was unable to position the taxus; so, he decided to change the delivery order to facilitate delivery. During the re-positioning attempt, the "physician pulled the sds a little to position the stent at the right place" and the cypher stent dislodged in the diagonal branch and as reported, the guidewire "came out of the dislodged stent as well" leading to the need for rewiring. It was the physician's opinion that the dislodgement "occurred because the proximal end of the cypher became stuck with the struts of taxus when the cypher was pulled back a little to adjust the placement to be deployed". The product was not returned for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The complaint could not be confirmed without a lot number. Stent dislodgement is a potential adverse event associated with coronary artery stenting. Review of the available info suggests that procedural factors may have contributed to the event.